Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, noise and undefined impedance was noted on the right ventricular (rv) channel. It was found the rv lead setscrew on the cardiac resynchronization therapy defibrillator (crt-d) had never been tightened. As the rv setscrew was tightened, the setscrew came out. The physician chose to replace the crt-d with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.